Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, an e216 error, abnormal bending angle, and curved rubber adhesive missing were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly

Event description:
The customer reported the endoeye flex deflectable videoscope screen turns black and the image fails to appear. The event occurred during preparation for use and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure. Likewise, the DHR revealed no issues with respect to the deformed/corroded video connector. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of an unstable communication with the system. This may have been caused by the corrosion or the foreign material which had adhered to the electrical contacts on the connector. Olympus will continue to monitor field performance for this device.